Event description:
It was reported that during use the product adhesive force is too low.

Manufacturer narrative:
We have now completed out investigation into the reported issue. The returned sample was subjectively tested on human skin and the adhesive strength was found to be acceptable. The dressing remained in place and pulled up the skin when it was being removed showing a good level of adhesion. A review of the associated batch records was carried out. This review confirmed that the product had been manufactured in accordance with defined procedures and specifications. There was no record of any problems or deviations occurring during the manufacturing of this product in relation to the reported issue. There was no patient harm /injury due to the issue.